Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, two weeks postoperative from laparoscopic bariatric roux en y bypass, patient became septic because of a staple line leak, specifically the one to create the gastric pouch. Patient hospitalization was extended for monitoring.